Manufacturer narrative:
Fdd (B)(4) no longer applies.

Event description:
Additional information was received from a manufacturer's representative (rep) on (B)(6) 2017. The patient's pump logs were received and it was reported that elective replacement indicator (eri) occurred on (B)(6) 2017 at 23:29 and end of service (eos) occurred on (B)(6) 2017 at 11:29. Reset and low battery reset followed on (B)(6) 2017 with reset at 11:29, lowbattery reset at 11:29 and then reset and low battery reset again at 11:30, all on (B)(6) 2017. Two days later stopped pump may exceed tube set was seen in the logs at 11:29 on (B)(6) 2017 . The patient's estimated eri was 7 months out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 1,200 mcg/ml gablofen at a dose of 484.7 mcg/day and 3.4 mg/ml morphine at a dose of 1.373 mg/day via an implantable infusion pump for cerebral palsy and intractable spasticity. It was reported that an alarm was heard but telemetry had not yet been performed. The patient was admitted to the hospital on (B)(6) 2017 due to hearing a critical pump alarm. The hcp thought the pump stopped but there should be approximately 8 months left on the elective replacement indicator (eri). No symptoms were reported. The pump was to be replaced on (B)(6) 2017. No further complications were expected or anticipated.